Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation, it was found that a transfer set leaked through the tubing due to broken occluder feet. Minicap was damaged. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection with magnification, the occluder feet were observed to be broken. During leak and clamp function testing a leak was observed from the tubing. Clear passage and seal surface testing were performed with no issues noted. The cause of the leak was due to the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.